Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low, the needle bearing and ball bearing were worn, the swivel was loose, the unit was out of calibration, and the position of the control bar was not correct. The motor, sleeve, swivel, needle bearing and ball bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance they found that worn needle bearing need to be replaced; worn ball bearing need to be replaced; control bar recalibration needed and defective motor need to be replaced. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.